Event description:
It was reported the programmer would not update. The programmer was returned to the manufacturer, analyzed and tested out of specification. No patient involvement or complications were reported.

Manufacturer narrative:
This report is based solely on device return and analysis. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) analysis confirmed the reported event. The programmer software would not update. Loose ECG connector on printed circuit board. Noisy system fan. Lower hinge plate, power cord bay door, and bezel are broken.